Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2017-01348. Approximate age of device ¿ 5 years and 1 month. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) is expected to be returned for investigation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there was a tear in the grey silicone shrink tubing of the prior repair outer jacket. A percutaneous lead (driveline) replacement was requested for the cosmetic tear. No clinical symptoms were reported. On (B)(6) 2018 representatives of the manufacturer¿s technical services performed the percutaneous lead (driveline) replacement beginning approximately 2 inches from the driveline skin exit site. Post replacement, all tests passed. The patient¿s lvad was placed on an ungrounded patient cable without issue.

Manufacturer narrative:
Device evaluation: visual examination of the driveline confirmed the report of cosmetic damage to the prior repair¿s outer silicone jacket. A break in the previous driveline repair site that exposed the copper tape surrounding the wires underneath was observed approximately 14 inches from the end of the metal connector. The repair appeared to have been exposed to liquid. Corrosion was observed on the copper table after removing the gray shrink tubing, black shrink tubing, and copper tube. However, no further damage was identified through the examination of the distal end of the driveline. Approximately 19 inches along with additional unattached wires measuring 2 inches to 3 inches were returned for evaluation under. The driveline and the additional unattached wires were tested for electrical continuity in the condition they were received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline, by-passing the repair site, and the additional unattached wires were then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. Heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The ¿caring for the driveline¿ section states that the driveline should never be submerged in water or liquid. No further information was provided. The manufacturer is closing the file on this event.